Event description:
Caller indicated the assure pro meter was reading high. Assure pro read 82 and the assure 3 read 33. Individual demonstrated signs of low blood glucose...shaking, clammy and not responding well. Caller can not recall the time but the readings were within 5 minutes. Test strips were discarded by facility, so lot number is not known. Controls were in range and product stored correctly.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were discarded at the facility and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification.